Manufacturer narrative:
The investigation determined that higher than expected vitros ipth results were obtained from a single quality control sample, when processed on the vitros eciq system. Investigation was unable to determine an assignable cause. Within run precision testing was performed and was within acceptable guidelines demonstrating acceptable instrument performance. However, during the investigation, the customer informed ocd they had decided to discontinue performing vitros ipth testing on this vitros instrument and discontinued supporting the investigation. No further information was provided by the customer or obtained by ocd to continue the investigation. At the time of writing this report, continued investigation of this event is unlikely. A definitive root cause for the event could not be determined.

Event description:
The customer observed higher than expected vitros ipth values obtained from a non ocd mas level 2 quality control fluid as summarized below. (B)(6) 2014: 103.1, 103.5 pg/ml vs. Expected value of 72.6 pg/ml. The customer made not allegations that patient sample results were affected, and there was no report of patient harm. However, the investigation cannot conclude that patient sample results were not affected, or would not be affected if the event were to recur undetected (B)(4).